Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver 285 ml of unspecified concentration of folinic acid for a duration of 2 hours. No further programming parameters were provided. It was reported that one hour after the delivery was started, the nurse noted the delivery was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.